Manufacturer narrative:
(B)(4). On investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button was noted to be missing however. There was evidence of moisture contamination on the audio bolus button contact switch. On testing, all of the keypad buttons had normal spring back or click. The contrast keypad button was responsive. The up arrow, down arrow and ok keypad buttons were responsive. The keypad cover was removed for investigation and revealed no evidence of contamination under the contacts of any of the buttons. The audio bolus button was removed from the printed circuit board and it allowed the keypad to be functional. The audio bolus button was found to be unresponsive and shorted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.